Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
It was reported that patient's smart toe was revised due to the plate breaking. Rep was not present for the procedure, and is unaware of any possible cause or contributor to breakage (i.e. Trauma). Patient was revised to a competitor system. Rep has some x-rays, and reported that additional x-rays, medical records, and further information are not available due to hospital and surgeon policy.